Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of moisture was observed in the display lens and battery compartment. The pump was unable to power on due to moisture ingress. The pump failed a leak test at the audio bolus button; the button¿s cover was missing. The pump cover was opened and moisture was observed throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, moisture in the pump, and a bolus button leak. This report is made based on results of investigation completed on (B)(6) 2016.